Event description:
During a robotic assisted surgery, the mega suturecut needle driver had an internal cable snap while in the abdomen of the patient. No injury visible at the time. Arm was removed from console and tagged for repair. New arm replaced it.